Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Patient was initially injured on (B)(6) 2012. Patient sustained a radial fracture, distal radius fracture, ulnar shaft fracture and distal ulnar fracture when he was drunk, passed out on the road and a truck ran over his arm. Patient was initially implanted on (B)(6) 2012. Patient was returned to the or on (B)(6) 2013 for removal of hardware due to non-union. Patient was revised to new hardware with iliac crest bone graft. All hardware removed was intact. This is report 7 of 9 for complaint (B)(4).